Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Lead 6947 with device (B) (4) was not returned for review analysis.

Event description:
It was reported that during the implant procedure, device opened not used during an implant attempt, because the lead was damaged. The lead was not implanted. No patient complications have been reported as a result of this event.